Event description:
It was reported that the left ventricular (lv) lead had been programmed off years ago due to phrenic nerve stimulation. At a routine device changeout, the lv lead was checked and exhibited high thresholds. The lead was capped and was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).